Event description:
(B)(4). Event occurred in (B)(6). It was reported that while sleeping, the patient's infusion set tubing had detached at the quick release. The infusion was used for two days. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.